Event description:
Customer's meter was not working correctly. While on the phone a review of the system was conducted. It was learned that a portion of the "hundred unit" and most of the "units digit" were missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.